Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter rupture was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr d/l powerpicc sv catheter. The sample contained usage residue throughout the exterior surface and hardened blood could be seen within the catheter and was particularly concentrated within the power injectable lumen. A very small (0.035¿) longitudinally-aligned split in the catheter could be seen leading out of the molded joint and was contained within the power injectable lumen. Microscopic examination of the split revealed a dull and granular fracture surface which flared outwards. The catheter was cut at bas near the split site in order to inspect the inner lumen surface and further inspection was unremarkable. Tactile evaluation was unremarkable. The fracture features were characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. An examination of the catheter revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, a facility reported that a PICC ruptured. On 09/26/2016 - additional information received: sales representative reported that the rupture was subcutaneous and that the clinician used a 3ml syringe instead of a 10ml syringe. No patient harm reported.